Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error during a bolus. Troubleshooting was performed. Ran a displacement and self test and they passed. It was stated that the insulin pump has been dropped, but the customer was able to rewind the prime. During the call the father mentioned that the customer was hospitalized due to dehydration and high blood glucose of 472 mg/dl. It was stated that the customer was experiencing unexplained high glucose for several days. It was stated that the events leading to his admission was vomiting and nausea. The time, and date on the insulin pump were correct. Reviewed the programming and found several motor error alarms. It was stated that the infusion set and reservoir were discarded while staying at the hospital. No further information was provided.